Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/26/2016 that on (B)(6) 2016, the g5 mobile application shut down. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided. Review of the data log did not confirm the reported event that the (B)(6) mobile application shut down. A root cause could not be determined via data.